Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. Initial reporter facility name:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion disposable set experienced check valve malfunction. The following information was provided by the initial reporter: back flow experienced.

Manufacturer narrative:
H.6. Investigation summary: one primary tubing (model 2420-0007) was returned by the customer. It was reported that there was backflow. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. Possible lot numbers were identified to be: 21115845, 21115891, 21115911, 21115842, 21115922, 21115244, 21115564, 21115565, 21115666, 21115696, 21115412. A device history record review for model 2420-0007 and possible lot number 21115845, 21115891, 21115911, 21115842, 21115922, 21115244, 21115564, 21115565, 21115666, 21115696, 21115412 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd infusion disposable set experienced check valve malfunction. The following information was provided by the initial reporter: back flow experienced.